Event description:
According to the reporter: l0mm laparoscopic endocatch bag in patient during laparoscopic procedure. The endocatch broke. X-ray obtained and read negative by dr. Device usage problem: (e.g. Broke, couldn't or stopped working). Failed get it to work.

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by the account: procedure: right salpingectomy and excision of paratubal cyst. The endo catch shaft was heard to break while the bag was being deployed in the body. However, the defect was within the shaft, and there were no broken parts visible. The bag, metal ring and shaft, were all removed without difficulty. The instrument was examined and it was felt that there were no missing parts. There was no unanticipated tissue loss. It is unknown if there was tissue damage. There was no unanticipated blood loss of 500cc or more. It is unknown if the surgery time was delayed by more than 30 minutes. No device fragment fell into the patient. The patient was discharged home.